Manufacturer narrative:
In a received questionnaire, the physician indicated the following: the malfunction was described as a "break in right side connecting tubing from resipump to cylinder," at implant the same malfunction was observed, there was no apparent contributing factors in the patient history or possition of the implant noted. In the received operative report the physician indicated the following: the connecting tubing on the right side, leading from the right-sided cylinder, was found to be nearly completely transected, and that's where the fluid leak had occurred. Each connecting tubing was cut so that the entire prosthesis could be removed. The pump and two cylinders were received detached, and were evaluated by the MFR. Microscopic examination was performed. The distal tubing ends of the pump's serialized outlet and cylinder #1 showed uniform striations, indicating contact with sharp instrumentation, such as a scalpel or scissors. Rough and irregular tubing ends were detected with the non-serialized outlet and with cylinder #2, indicating that a tubing tear occurred. Based on the received information and quality assurance's evaluation, qa concludes the following: the contact with sharp instrumentation occurred during or subsequent to explant, and therefore is not related to the received complaint, a tubing tear occurred between the non-serialized outlet and cylinder #2, the tubing tear occurred from stress(es) experienced by the device while in-vivo, and this tear would cause a fluid leak from the device while in-vivo. Thus qa concludes that this complaint occurred because a tubing tear caused a device leakage while in-vivo. Additionally, qa does not confirm the reported fracture of spiral connector. No connectors were received, nor was any information received that indicates connectors were ever implanted. Additionally, the pump tubing ends and the cylinder tubing ends fit together, demonstrating that no connectors were used with this device. However, qa suggests that the complaint may have meant that the spiral shaped monofilament coil that is located in the tubing between the pump and cylinders was fractured.

Event description:
Per the info provided to co by the physician's office, the device was removed due to a "fracture of the spiral connector." 11/12/96 -upon receipt of the physician/surgeons operative report, it stated: "the procedure addressed removal of malfunctioning penile prosthesis and insertion of a new co's two piece inflatable penile prosthesis. The pt had received preoperative antibiotics. An infrapubic incision was made from the base of the penis, extending in a vertical corporotomy was made, there was no sign of infecton. The connecting tubing on the right side, leading from the right-sided cylinder, was found to be nearly completely transected, and that's where the fluid leak had occurred." "The prosthesis inflated and deflated nicely, leaving a small amount of fluid in the cylinders when the resipump was completely inflated. The procedure was well tolerated by the pt, without complications."